Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring surgical intervention, cardiac arrest requiring cardiopulmonary resuscitation (CPR), and death. It was also reported that a map sensor error (number unknown) displayed on the carto 3 system. This issue was noticed after they took the thermocool smarttouch bidirectional navigation catheter (lot #: 17416532m) out of the patient but prior to any mapping. The cable was replaced with no resolution. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed by the intracardiac echocardiogram. CPR was initiated while catheters were still inside the patient. The patient was sent for surgical intervention two (2) times were they opened the chest to put the patient on bypass and as they were attempting to repair the inferior vena cava (ivc) injury. The patient passed away on april 22, 2016, while on the surgical table. Initially, it was thought that it was procedure-related. The patient sustained a tear in the ivc. It was noted that several other myocardial tears were observed and may have been secondary to CPR and emergently opening the chest. The returned device was visually and it was found in normal conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The returned device was then evaluated for electrical resistance and thermocouple test. Catheter failed during thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during thermocouple test; however this condition is not related to the cardiac tamponade reported. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf catheters.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system : model #:m-4800-01, serial #: (B)(4). Acunav: model #: m-5723-09, lot #: 128677. Acunav: model #: m-5723-09, lot #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4). Event description continuation: when the thermocool smarttouch bidirectional navigation catheter was replaced, the issue resolved. This issue is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto 3 system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. It was also noted that the adverse event occurred several hours after this catheter issue. Since this adverse event resulted in the patient¿s death, it is MDR reportable. Since both the thermocool smarttouch bidirectional navigation catheters were used in the procedure, we are taking the conservative approach and reporting this event under both of these catheters.

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring surgical intervention, cardiac arrest requiring cardiopulmonary resuscitation (CPR), and death. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed by the intracardiac echocardiogram. CPR was initiated while catheters were still inside the patient. The patient was sent for surgical intervention two (2) times were they opened the chest to put the patient on bypass and as they were attempting to repair the inferior vena cava (ivc) injury. The patient passed away on (B)(6) 2016, while on the surgical table. There is no information regarding an autopsy. Medical history includes bi-ventricular implantable cardioverter defibrillator (ICD). The physician's opinion regarding the cause of the adverse event is undetermined. Initially, it was thought that it was procedure-related. The patient sustained a tear in the ivc. It was noted that several other myocardial tears were observed and may have been secondary to CPR and emergently opening the chest. It was also reported that a map sensor error (number unknown) displayed on the carto 3 system. This issue was noticed after they took the thermocool smarttouch bidirectional navigation catheter (lot #: 17416532m) out of the patient but prior to any mapping. The cable was replaced with no resolution.